Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from germany that the controller wasn't able to download log files. The controller was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
It was reported that the controller was tried with different monitors, and noted to be "a con issue". Log file analysis- the alarms display shows three (3) critical battery alarms logged on (B)(6) 2015. These alarms were logged most likely due to communication errors between batteries and controller. The data file are showing occurrences of premature switching. These events could be related with the patient use pattern or due to communication error between controller and batteries. Controller (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a dislodged center block in the serial port. The confirmed malfunction is related to the reported event. Additionally, log review revealed occurrences of critical battery alarms and switching events prior to the 25% threshold. The critical battery alarms and the premature switching events are most likely due to communication anomalies between batteries and controller. However this was an observation not related to the initial report. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to improper alignment during use while applying force (for the loose center block); and the most likely root cause of the critical alarms and switching can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.